Event description:
It was reported that this pacemaker exhibited difficulties to interrogate and an remote monitoring disabled (rmd) alert following a software update. Technical services (ts) reviewed the available information and determined this was likely a true radio frequency (rf) disablement event. The device had not previously been capable of monitoring for high battery impedance prior to the software update, and rf telemetry was estimated to have been disabled for approximately five weeks. Device replacement was recommended. No adverse patient effects were reported. This pacemaker remains in service.additional information was received that this pacemaker was successfully explanted and replaced. No additional adverse patient effects were reported outside the revision procedure. This product has not been returned.

Event description:
It was reported that this pacemaker exhibited difficulties to interrogate and an remote monitoring disabled (rmd) alert following a software update. Technical services (ts) reviewed the available information and determined this was likely a true radio frequency (rf) disablement event. The device had not previously been capable of monitoring for high battery impedance prior to the software update, and rf telemetry was estimated to have been disabled for approximately five weeks. Device replacement was recommended. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.